Event description:
It was reported that the device was explanted due to inability to get telemetry. It operated normal under a magnet. No patient complications were reported as a result of this event.

Event description:
It was reported that the device was explanted due to inability to get telemetry. It operated normal under a magnet. No patient complications were reported as a result of this event. A 3500a was received and reports that the physician discovered the device was unable to get telemetry during outpatient office visit and the device was explanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: the communication failure was confirmed. A forced pacemaker reset solved this problem, the cause of the problem could not be determined. The failure disappeared during analysis. It was reported that the device was explanted due to inability to get telemetry. It operated normal under a magnet. No patient complications were reported as a result of this event. A 3500a was received and reports that the physician discovered the device was unable to get telemetry during outpatient office visit and the device was explanted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event interrogate, difficult to.